Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the loop wire of the suspect medical device broke off inside the patient's bladder after the operating surgeon set the high-frequency output power level of the electrosurgical generator to maximum. Furthermore, a short circuit occurred at the working element in the area of the electrode locking mechanism. No fragments/parts remained inside the patient as they were reportedly retrieved by unspecified forceps. The intended procedure was subsequently canceled. A revision procedure was successfully completed one week later. There was no report about patient injury.